Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged pole clamp assembly. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged pole clamp assembly was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.